Event description:
The lay user/patient contacted lifescan (lfs) in 2006 alleging high readings on his one touch ultra meter and requested a vial of control solution since his expired in 7/05. A medical affairs specialist (mas) mailed a letter to the patient since the user could not be reached for further clinicial information. An mas listened to the call and obtained the following information. The patient tests 8x a day. On the morning of the same day, the patient experienced frequent urination. He knew his blood glucose was high, and tested his blood glucose at 8:00 am and obtained a 498 mg/dl. He took 6 units of novolog and did not eat anything due to the elevated readings. He knew he was high; however, he did not think he was 498 mg/dl. He assumed he was in the 300's. The patient did not have another meter to verify the readings and he did not seek any medical attention or contact his physician for assistance. He tested two hours later because he felt a tingling sensation on his lips and he felt low. He tested his blood glucose and obtained a 71 mg/dl. He drank 8 ounces of orange juice after obtaining the 71 mg/dl. Meter was coded properly with the meter. The technique of applying blood on the test strip was correct and the patient had been cleaning the puncture correctly. Occasionally, he takes the blood on the arm; however, the results of 498 mg/dl and 71 mg/dl was a finger-stick test taken on different hands. The 14 day average was 294 and the 30 day average was 305. The reading prior to the 498 mg/dl was 218 mg/dl taken one day earlier at 1:09 pm. Customer care advocate (cca) sent the patient a replacement meter, strips and control solution. The patient did a blood test with the cca over the phone and obtained a 151 mg/dl. The complaint is being reported because the patient obtained elevated readings, took insulin based on the meter reading, and experienced symptoms two hours later that suggested he was hypoglycemic. His blood glucose was 71 mg/dl while having symptoms.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.